Event description:
It was reported that during an unknown procedure, when firing on bowel artery the gun fired fine cutting the tissue. The nurse reported that no staples came out of the reload as there were none in there. Although, the reload fired, there was no trace of any staples. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Information is unavailable. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. The following information was requested, but unavailable: please follow-up on how the procedure was completed. On what kind of tissue was the gun fired? Was it used on thick tissue? Did the surgeon waited the recommended 15 seconds after closing and before firing the device? On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? During which stroke did the event occur? Was the gun completely fired ¿plastic to plastic¿? Did the surgeon really see any staples at all or were there only a few? If yes, were they unformed, malformed, please describe the shape.

Manufacturer narrative:
(B)(4). Additional information: the analysis results showed that one ecr60w cartridge reload was received. The reload was received in good visual conditions and fully fired. No functional test could be performed due to the condition of the reload. Event could not be confirmed as no device was returned for analysis. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.